Event description:
Reportable based on analysis completed on 02 october 2013. It was reported that crossing difficulty occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee vessel. The 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion but was not able to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. The distal tip was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp); however, the device would not hold pressure and water leaked from the balloon. Microscopic examination of the balloon revealed a pinhole at the distal edge of the markerband. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).